Manufacturer narrative:
Leaking was discovered at the end of the insertion procedure when the catheter was flushed. The leak was found at the junction of the catheter and the hub. Possible causes for the separation of the strain relief include excess pressure applied to the catheter in one of the following ways: bolus of infusate applied with excessive pressure (as with a syringe smaller than 10cc) leading to catheter damage; applying excessive pressure when flushing the catheter; applying force to flush the catheter when experiencing resistance. Additionally, if the catheter was subject to undue tensile strain at some point during handling or use, it is possible that the strain relief could have detached.

Manufacturer narrative:
(B)(6). The leak was found at the junction of the catheter and the hub when the catheter was flushed. There was no patient injury; therefore, no medical or surgical intervention was necessary to treat, prevent, or avoid damage to a body structure or impairment to a bodily function. Per the assessment by (B)(6), if the event were to reoccur, it could cause harm/injury to the patient. Although the per form indicates that product was available for return, no product has been received at this time. When the device is received for evaluation, this complaint record will be updated. Possible causes associated with catheter leakage include the following: - damage to the catheter caused by taping over the catheter tubing(contraindicated in the IFU). Bolus of infusate applied with excessive pressure (as with a syringe smaller than 10cc) leading to catheter damage. Applying excessive pressure when flushing the catheter. Applying force to flush the catheter when experiencing resistance. Placing/dressing catheter without leaving a slight bend near the insertion site that acts as a strain relief.

Event description:
Leaking was discovered at the end of the insertion procedure when the catheter was flushed. The leak was found at the junction of the catheter and the hub